Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 332 mg/dl. The customer was asked if she recalls any significant events leading to the alarm and said no. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump per health care provider instruction. The customer stated that she wants to use the insulin pump and she does not have back up plan. The patient was advised out of safety that we recommend she do not use this insulin pump.

Manufacturer narrative:
No button error alarm noted. The insulin pump had unresponsive buttons due to corroded keypad trace. The insulin pump was received with cracked display window, cracked case at display window corners, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.